Event description:
Complainant alleged that during a routine shift check by a clincian, the device intermittently powers off. The complainant indicated that there was no patient involvement in the reported failure.